Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: additional information was requested, and the following was obtained: patients infection was recognized before or after surgery? No further information is available. What is the patients current condition? No further information is available. Was any additional treatment required for the patient? No further information is available. Investigation summary: according to the information provided, the inflow tubing happened to have the slit, and liquid overflowed through the slit. The complaint device was received and evaluated. Visual inspection reveals a section of the inflow tubing is damaged, a slit could be observed near the expansion chamber. The functional test could not be performed due to damages in the tubing. According with the visual observation result, this complaint can be confirmed. A possible root cause can be attributed to the handling of the device at the moment when the tubing is placed into the roller pump, the tubing could be rubbed by the edge of the mobile part, however this can not be conclusively determined. A manufacturing record evaluation was performed for the finished device [6942] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that this was an abr (arthroscopic bankart repair) treating shoulder joint dislocation on (B)(6) 2020. Two events were involved with this case. The surgeon is used to handle caspari suture punch, but it was not available in the procedure. Therefore, he used the suture shuttle but had difficulty applying shuttle relay method. The inflow tubing happened to have the slit, and liquid overflowed through the slit. In both events, the surgeon used a replacement and completed the procedure less than 30-minute surgical delay. There was no harm to the patient. The devices were the first use when the issue occurred. Additional information provided by the affiliate reported only the inflow tubing will be returned for evaluation. It was also reported the patient has suffered from an infection but the affiliate could not provide additional details.